Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The exact date of onset was unknown; however, it was reported that the patient was diagnosed with peritonitis in (B)(6) 2014. A batch review will be performed for the potentially associated lot number h13j04064. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and treated with unknown antibiotics for the peritonitis event. The cause of the peritonitis was unknown. In the same month as the onset and hospitalization for the peritonitis, the patient was discharged from the hospital. The patient recovered from the peritonitis. Pd therapy was ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13j04064 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.